Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Based off the description of the complaint, there are several factors that could contribute to the reported event such as broken signal within the foot control cable or component failure within the housing unit of the foot control.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Based off the description of the complaint, there are several factors that could contribute to the reported event such as broken signal within the foot control cable or component failure within the housing unit of the foot control.

Manufacturer narrative:
Foreign postal code: (B)(6).

Event description:
It was reported that during a adenotonsillectomy, when the handpiece was connected to coblator generator, the coblate pedal was pressed and then the fault alarm would sound. However, when the coag pedal was pressed, this worked. Only the coblate setting seemed to be faulty. Procedure had to be completed with a competitive device (bipolar forceps). No procedural delay or patient injuries were reported.